Event description:
It was reported that the customer called the paramedics and was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization over 200 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. The customer also mentioned that they were a brittle diabetic. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.